Manufacturer narrative:
Correction of event date.

Manufacturer narrative:
(B)(4). The device was discarded, so no engineering evaluation could be performed.

Event description:
Within the abstract ¿incisional hernia prophylaxis after stoma reversal surgery ¿ a challenge for surgery ¿ presentation of the early-postoperative course of two patient groups¿, published by m. Ceno et al, during (B)(6), taken place in may 2017, in vienna, austria, the published results and further investigations indicated that for eight patients the gore® bio-a® tissue reinforcement had to be removed because of deep wound infection. Based on further investigations the following was reported to gore regarding patient #5: the patient was presented with a cecum carcinoma. It was reported to gore that a gore® bio-a® tissue reinforcement was implanted on (B)(6) 2013, and due to a deep wound infection explanted on (B)(6) 2014. The provided implant date does not match with the manufacturing date of the medical device. The reported implant date is (B)(6) 2013. The manufacturing date is september 5, 2013. The product surveillance coordinator reached out to the physician in order to double check received lot number and implant date. The physician stated that the provided data was taken from previous notes and that no further/other information is available.